Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was unable to establish telemetry, and no output was noted upon receipt. Visual inspection found no anomaly on the helix. The helix length was within specification. Further analysis performed by hardware engineering team found battery was at end of life (eol) level. The device¿s battery was sent to the vendor for analysis and no anomalies were found. No battery defects were identified during the destructive analysis that contributed to premature battery depletion. The reported event of failure did not reproduce during investigation with new power source. The device history record was reviewed, and the device passed all tests prior to its distribution. The cause of the reported failure to interrogate is consistent with an anomaly of the hybrid circuitry.

Event description:
It was reported that during the initial implant procedure, the right atrial (ra) leadless pacemaker (lp) was unable to be interrogated. The ra lp was explanted and replaced to resolve the event. The patient was in stable condition.